Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis revealed that the device did not meet expected longevity, the cause is unknown.

Event description:
The device was returned with no information and has tested out of specifications. Follow up has revealed that the device was removed due to an unrelated medical condition and there are no complaints or allegations against the device.